Event description:
Reporter stated that in 2004 the pt awoke with a blood glucose of 500+ mg/dl, so pt delivered a 10-unit insulin bolus, but within a 1/2 hour the pt's blood glucose returned to 500+ mg/dl. Pt went to ER and was treated with an IV and insulin -- their blood glucose returned to normal and they were released.